Event description:
It was reported there were high impedances, >40000, on electrodes 4, 11 ,13, and 15. It was reported that the lead was not implanted and will be returned to the manufacturer. It was noted a different lead was used and all impedances were within normal limits. It was reported the patient has good coverage. On (B)(6) 2014 rp: no new information.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), product type lead; product ID 37714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4). Analysis of the lead, lot # va0bqd5001, found no anomaly.